Manufacturer narrative:
Follow-up #1: date of submission 03/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2016 with the following findings: the pump's black box showed evidence of a unexplained pump reboot event following a replace cartridge alarm and loss of prime warning on 11/04/2015. The pump powered on to a dim discolored display. There was a battery compartment crack observed from the thread area to the case seal. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The pump was exercised with thee returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.